Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; however, specific value was not provided. A correction bolus was delivered to address BG. Reportedly; the customer did not complete the air removal step during the loading process. Tandem Technical Support educated the customer regarding the loading process.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.